Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open total gastrectomy, there was an incomplete staple line. Resection, restapling and reanastomosis were done to fix the staple line using a new stapler. It was also reported that the anvil bent. An unanticipated tissue loss and tissue damage were noted. The surgical time was also extended for 30 minutes or more.